Manufacturer narrative:
This product is not marketed in the u.s. Device evaluation: visual inspection of the returned sample found iol was injected outside and tailing haptic was remained inside the nozzle. We removed iol cover to check exact volume of viscoelastic material used on the serial and found that viscoelastic was not at iol insert place at all, which is quite abnormal. There was no irregularity found on injector and iol, all met criteria. Conclusion: the root cause was the user did not apply viscoelastic material appropriately. An interview with the facility found that the staff filled viscoelastic material from the tip of the nozzle, not from the correct inlet port. (B)(4).

Event description:
The reporter indicated the surgeon inserted a ks-ni2 aq310ain, 25.5 diopter, preloaded injector and it was tough to push the rod. At lens insert it was observed the optical part was damaged. The lens was removed and there was no health injury.